Manufacturer narrative:
Upon review of the returned software archive, the tracer registration completed by the user could have been improved. They did not collect enough data on the patient's nose and forehead. The account team was notified of the findings and recommendations were provided for tracer technique improvements. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
On 05/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy of 3 millimeters anterior. The alleged inaccuracy occurred after a tracer registration with a patient in prone position using software cranial 2.2.7. The mr- t1 model appeared acceptable. The surgeon alleged the inaccuracy directly after registering the patient and continued with using navigation. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.